Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual inspection of the return device. The device had both pegs fractured, which were not returned. A review of the device history records was unable to be performed as the lot number was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pegs on the patella instrument broke off. This did not affect any surgery.